Event description:
Caller reported a cartridge alarm issue but declined to answer whether their blood glucose level exceeded 500 mg/dl. Ultimately the pump was replaced and customer reverted to manual injections for insulin therapy.